Manufacturer narrative:
H6 medical device problem code 2017 clarifier: use after damage. The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified nine other similar incidents from this lot. Reportedly, during preparation it was noted that the indeflator did not hold pressure; however, the device was still used. It should be noted that the 20/30 indeflator inflation device, global instructions for use (IFU) states: inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged. The deviation of the instructions for use does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left circumflex artery (lcx). During preparation it was noted that the indeflator did not hold pressure; however, the device was still used. Pre-dilatation was performed using a non-abbott dilatation catheter, however, during inflation with a indeflator a leak in the pressure gauge was noted. The indeflator was replaced with another 20/30 indeflator and procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.